Event description:
Pacemaker manufacturer's report states on (B)(6) 2011 laser lead extraction/lead recall. (B)(6) hospital, canada. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).